Event description:
Two patients with discrepant sodium results. Initial results reported. No adverse events reported in association with the incorrect results. Patient 1 initial result 133 mmol/l, repeat 139 mmol/l (different analyzer, same methodology). Second sample on same patient gave result of 141 mmol/l. Patient 2 initial result 131 mmol/l, repeat 136 mmol/l (same analyzer), repeat 137 mmol/l (different analyzer, same methodology). Field service rep unable to determine root cause. Performance tests were performed.